Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a hole was noted in the tubing that leaked while in the pump. There was no patient harm reported.

Manufacturer narrative:
The customer's report of the tubing leaked from a hole was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.1065 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear is unknown.